Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed 2.5 years remaining longevity at follow up but was noted to output an unexpected rate of 90ppm upon application of a magnet. Boston scientific technical services (ts) provided an explanation of how the battery gauge, remaining longevity and magnet rate are calculated and provided additional details regarding the different battery statuses. No adverse patient effects were reported. This device remains in service.